Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 35 mg/dl. The customer had been experiencing erratic blood glucose levels prior to the hospitalization. The customer also stated that the her glucose meter was giving inaccurate readings. The customer declined troubleshooting on the insulin pump, and stated that she wanted her glucose meter replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.